Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 123 mg/dl. Customer's sensor glucose reading was 70 mg/dl and their threshold suspend limit was 70 mg/dl. Customer stated that they were getting a low alert and tried to do a threshold suspend. Customer stated that the alarm was not working because of the issues with the insertion. Customer stated that they released the sensor and in the instructions it did not tell him to hold it to his body. Customer reported that the needle housing would not come out. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.